Event description:
A remstar auto a-flex was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at a third-party service center, foam particles were observed in the device assembly. Error code 53 (indicating an issue with the pca), error code 63, error code 62, error code 51, and error code 50 were found in the device log history. The device was found to have a missing control dial button. The device was scrapped at the customer's request.